Event description:
It was reported that when using the bd pyxis¿ es server users indicated that all scheduled reports were not printing automatically as expected. Although the reports can be printed manually from the server, the users required them to print automatically according to the schedule. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all reports were not printing again. A technical support specialist (tss) changed the default paper tray on the printer and tested by printing the stockout report to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users indicated that all scheduled reports were not printing automatically as expected. Although the reports can be printed manually from the server, the users required them to print automatically according to the schedule. However, there were no delays or adverse events or injuries reported based on this event.